Event description:
Complainant alleged that the clinicians were attempting to defibrillate a pt (age and gender unk), but device only charged to 150 joules, although the device selector switch was set on 200 joules. The complainant indicated that there was no adverse effect on the pt as result of the reported malfunction.